Manufacturer narrative:
(B)(4). Device evaluated by MFR: the manifold section of the device was broken off and not returned therefore the catheter lot # and serial # could not be referenced. A visual and tactile examination found a hypotube break 1438mm proximal to the tip with multiple kinks along the full catheter length. A visual examination of the crimped stent found stent struts lifted, distorted and bunched. The stent od (outer diameter) of the undamaged proximal section was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19feb2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the angulated left anterior descending (lad) artery. After placing a 6f non-bsc introducer sheath and crossing the lesion with a 0.014 guidewire, predilation was performed with a 2.5mmx12mm maverick balloon catheter at 12 atm. A 3.50x20mm promus element¿ plus drug eluting stent was then advanced but failed to cross the lesion due to mild calcification and bends. The device was removed from patient's body. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube broken and stent damaged .